Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure event observed during analysis. Final analysis found a hybrid anomaly.